Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed noise. The noise was oversensed and led to inappropriate mode switches. The noise was able to be reproduced when the patient was reaching their arm across their chest. Ra sensitivity was reprogrammed with resolution of the noise. There were no adverse patient effects reported. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.